Event description:
The customer reported the system displayed a filament regulator error code with pt involvement. No report of pt or staff injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage assembly was regreased. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.